Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:3006705815-2019-05107. It was reported that the patient¿s scs system was autoreducing. High impedance readings were noted during lead diagnostics. As such, surgical intervention may take place at a later to address the issue.

Event description:
Additional information received indicates that surgical intervention took place on 24 june 2020 wherein one of the leads was explanted and replaced with new leads to address the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.